Event description:
Ous MDR - after an estimated implantation time of 42 months, oversensing with inappropriate shock delivery was reported. Also, a pacing impedance of >3000 ohm and a shock impedance >150 ohm was reported. A lead fracture is suspected. The implant date was not provided and the event and explant dates are chronologically impossible, so they will not be reported. This device was returned for analysis.

Manufacturer narrative:
In the returned state, the lead was destroyed and only partially available. The distal part of the lead body, including the rv shock coil and the tip electrode, were not available for analysis. During the analysis of the lead fragment, it was noted that the insulation was massively damaged by squashing about 30 cm to 32 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the rv shock coil at just that site could be detected. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation indicates excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of a excessive mechanical stress of the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors for either the lead or the ICD.